Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between september 22-23, 2025. H11: the device was received for evaluation. The reported issue of leakage was not identified during visual inspection of the returned sample. Functional testing of returned sample was performed, and no leaks were identified from the administration spike port bonding area on the samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked through the "sealing areas, in one of them at the bottom and the second at the top". The issue occurred during compounding while filling. There was no patient involvement. No additional information is available.